Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances led to the issue was that they started working and they never knew enough. The patient mentioned pain. They did not know if the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable neurostimulator (ins). It was reported that the ins was not holding a charge. They've tried to charge for 24 hours and nothing was working. They reported meeting with a manufacturer's representative for assistance. No patient symptoms reported. No further complications reported/anticipated.